Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient felt like her ipg was shocking her intermittently. The patient will undergo an ipg replacement procedure. Database (db) analysis revealed no anomalies.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient felt like her ipg was shocking her intermittently. The patient will undergo an ipg replacement procedure. Database (db) analysis revealed no anomalies.

Manufacturer narrative:
Device evaluation indicated that the ipg passed all tests performed. Sc-1110-02 (sn: (B)(4)) the possibility that electrical leakage could cause shocking sensations was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. Leakage current was in the normal range. Therefore, the reported complaint of the ipg causing shocking sensations was not duplicated or confirmed.

Event description:
A report was received that the patient felt like her ipg was shocking her intermittently. The patient will undergo an ipg replacement procedure. Database (db) analysis revealed no anomalies.